Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-05051. All information can be found under manufacturer report number 1416980-2021-05051. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was missing a cap on the drain line. This was observed while removing the device from the overwrap during setup for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.